Manufacturer narrative:
All products remain in service and no additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that right ventricular (rv) oversensing and pacing inhibition for an unknown duration was noted. It was reported that the lead had been set to unipolar pacing and sensing mode. When the rv lead was programmed back to bipolar pacing and sensing mode no oversensing was noted. The patient was not pacemaker dependant and no patient symptoms were reported.